Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that transmitter was not functioning; transmitter was not charging. Customer experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was below 60 and blood glucose was 20 something mg/dl. Last blood glucose check, customer's blood glucose was 168 mg/dl. Customer connected test plug several times and transmitter did not blink. Customer changed transmitter of eight hours and transmitter still did not blink. Customer was advised that transmitter would be replaced.